Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). The quantum maverick balloon catheter was being used for pre-dilatation. During the advancement of the quantum maverick balloon catheter severe resistance was encountered. Upon the first inflation for five seconds, the balloon catheter ruptured at 10 atms. The duration of the inflation is unknown. The quantum maverick balloon catheter was successfully removed and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)